Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the colon in a laparoscopic sigmoid resection procedure, there was an incomplete staple line and bubbles were noticed during the leak test. The black knob was hard to return. It was also reported that malformed staples were identified laparoscopically and the donuts were not complete. The staple line was handsewn in order to complete the case. The surgical time was extended 30 minutes or more due to the product problem.